Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was ventral incisional hernia, incarcerated and coronary artery disease. The procedure performed was laparoscopic ventral incisional hernia pair lysis of adhesions. The patient underwent a previous procedure for laparoscopic ventral incisional hernia with mesh and enterolysis with the pre-op and post-op diagnosis was for ventral incisional, coronary artery disease, and pancreatitis. The patient underwent revision on (B)(6) 2017, approximately 1-year and 9-months after the (B)(6) 2015 surgery. The patient experienced adhesions, recurrence, and revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.